Event description:
It was reported that during a ptca/stenting treatment procedure, the express2 monorail balloon deflated slower than expected after the first inflation to 12 atms. The balloon fully deflated in approx ten secs. The pt was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in the left anterior descending coronary artery. The physician used a 7 fr medikit introducer sheath for vascular access, a 7 fr fl4 brite tip guide catheter and a .014 athlete soft guide wire to cross the lesion. The procedure was completed successfully with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.